Event description:
I have allergan natrelle silicone breast implants. I had surgery (B)(6) 2009 and had the implants placed over the muscle. I have been experiencing the following symptoms for quite sometime now: memory loss, brain fog, joint pain, anxiety, breast pain, difficulty concentrating , vertigo, muscle weakness, hair loss, ringing in ears, headaches, depression, decreased libido, mood swings, pain in my feet, food intolerance, heart palpitations, shortness of breath and irritable bowel. I am checking with doctors now to have my implants removed as I feel they are causing me to have the following symptoms. Breast implant illness. FDA safety report ID #: (B)(4).